Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding her 03/27/09 complaint. The patient was diagnosed around november 2008 and has used the onetouch ultramini meter since then. The month prior, the patient's meter prompted error 5 each time she tested. Error 5 indicates a possible damaged test strip or an incompletely filled confirmation window on the test strip. Seven days later, with intermittent blood glucose results and also error 5 prompts, the patient was dizzy and shaky. The patient laid down until the symptoms passed; she did not treat. The patient is unfamiliar with blood glucose symptoms and thought perhaps it was her blood pressure. The patient continued taking her oral diabetic medication when unable to obtain results. When this specialist asked how the patient applied the blood, the patient now believes she sometimes places the sample on top of the test strip rather than at the edge of the strip. The patient plans to take her replacement meter to her physician's appointment the month after the original month, to test in front of the physician. The patient did not allege harm. Because the patient experienced shaking, a symptom that meets the criteria for serious injury, the complaint is reported. However, the patient discarded the subject meter when the replacement arrived.

Manufacturer narrative:
Lifescan (lfs) had requested return of the subject product(s) for evaluation; however, the patient discarded the meter when she received a replacement .